Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device, a perforation occurred and the patient later expired. Lesions were present in the left anterior descending artery (lad) and circumflex. A ventricular assist pump was inserted during the procedure. The lesion in the lad was treated with multiple passes of the oad. Positive angiographic results were observed with no complications noted. The lesion in the circumflex was then treated with one pass of the oad. Angiographic imaging following atherectomy showed a perforation in the distal left main and proximal circumflex and diminished flow. The patient presented with hypotension along with hemodynamic instability. Two covered stents were placed in the lad to reestablish flow and to resolve the perforation, however plaque was noted to have shifted in the ostial lad following stent placement, contributing to diminished flow. Balloon angioplasty was also performed in the proximal and mid lad to assist in reestablishing flow. The left circumflex was found to be jailed by a covered stent and a complete loss of flow was observed. The patient became severely hypotensive and presented with ventricular fibrillation, requiring cardiopulmonary resuscitation and cardioversion, along with intubation and administration of epinephrine. A pericardiocentesis was performed and a pericardial drain was placed. It was reported that the patient later expired while in the intensive care unit.